Event description:
The patient reported that 4 of his infusion sets out of the same box separated at the luer lock connection. The patient stated that his blood glucose was not affected because it was only the outer tubing that separated. The patient noticed the tear in the tubing when he went to administer a bolus. The patient did not report assistance by a healthcare professional or second party to address the issue. Replacement product is being sent to the patient. Product has been requested to be returned for evaluation.